Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The lcd display was replaced to resolve the issue. No report of patient involvement. Serial not provided. Date of device manufacture unknown as serial number not provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.